Manufacturer narrative:
Date of event: date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s healthcare provider had confirmed, in office, that their ins/stimulation was off and had been for three months. The patient stated they did not know stimulation was off and did not know how it got turned off. They thought something else was wrong, as they were having different issues than in the past when stimulation was off. No further device issues and no further patient issues were reported.

Event description:
Additional information was received from the patient. The patient was asked to clarify the report that they thought something else was wrong, they stated that in the past when the implant was off, they didn't have retention, they peed all the time and that was why they were clueless as to turning it back on, it was reported the cause of the stimulation being turned off was for bladder surgery, not turning it back on after surgery was the patient's error, and it had since been resolved. They got into the doctor's office, the doctor checked the device it was off and they turned it back on. They also said the retention had been resolved by turning the device back on, they now noted they peed all the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The outcome attributed to adverse event 'other' checkbox should not have been checked on the previous report. If information is provided in the future, a supplemental report will be issued.